Manufacturer narrative:
Concomitant medical products: 0085, boston scientific lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to low rv coil impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.